Manufacturer narrative:
Additional MDR's associated with this article: 3025141-2019-00065: case 1; 3025141-2019-00066: case 2; 3025141-2019-00067: case 3; 3025141-2019-00068: case 4.

Event description:
Following implantation of an acutrak 2 screw, the patient experienced ulnar impaction syndrome between the ulnar styloid and the triquetrum. Revision surgery was performed (partial ulnar styloid excision). Case 5. From: article: four corner fusion and scaphoid excision using headless compression screws for slac and snac wrist deformities. Richards, allison alexander; afifi, ahmed m.; moneim, moheb s. Tech hand surg 2011; 15: 99-103.